Event description:
The pt reported that he awoke with blood glucose of 21mmol/l. He delivered a correction dose via the pump and later, at approximately 11:45am, his blood glucose had increased (unk value). The pt stated that he gave another correction with the pump. He experienced nausea and vomiting during this time, removed the pump an unk amount of time later, and delivered insulin with a manual injection. The pt stated his blood glucose read hi on the meter at this time. About 1 1/2 hours later his blood glucose was 25mmol/l. He did not test for ketones and did not seek medical attention. He stated that he primed the pump after he had disconnected and saw 1-2 drops of insulin discharge from the end of the tubing. He recalled that the pump emitted a continual beeping sound that he resolved by removing the battery. The pt denied cracks or other damge to the pump case. He mentioned that he fell while wearing the pump during snowboarding the previous day. When he removed the cartridge from the pump, he noted moisture in the cartridge compartment and described a large air bubble that was half the size of the cartridge. The pt was unable to determine if the cartridge was cracked. He said that the cartridge likely came from the box in hand which indicated an expiration date of (B)(6) 2006.

Manufacturer narrative:
The cartridge and pump were returned to animas for evaluation. A large, unreported crack was observed in the cartridge body during visual inspection. It is unk if the crack appeared in the cartridge during the manufacturing process, during shipping and handling, or while in the possession of the pt. The instructions for use advice the pt to inspect the cartridge prior to use and to use the cartridge prior to the expiration date. The pump exhibited numerous scratches in the membrane panel and case along with an unreported small chip in upper right corner of cover. The owner's booklet advises against wearing the pump during contact sports activities. The continual beeping alert is indicative of low cartridge or battery warning. During evaluation of the pump, moisture in the pump was found. The pump passed the leak test; an alternate source of moisture was not discovered.